Event description:
It was reported that the patient was having difficulty keeping the implantable pulse generator (ipg) charged and that it was taking a long time to charge.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.